Event description:
The patient reported a partial return of foot pain, a return of neuropathy in his legs and arms, and difficulty walking. He also reported swelling in his ankles as a result of three recent falls. The symptoms slowly appeared after a magnetic resonance imaging was performed in 2007. The pump was used to deliver dilaudid and bupivacaine. The hcp reported that the bupivacaine may have caused the patient's symptoms. He considered switching the medications in the pump, but the patient declined. On two months later, the hcp spoke with the patient; the patient reported that his symptoms are resolving, his pain relief was good, and he did not want to change anything at this time.

Manufacturer narrative:
.